Event description:
It was reported that during a lavh procedure, the articulating device became stuck on tissue. Customer tried a non-articulating device and the jaws became stuck closed also but not on tissue. Customer was able to cut around the articulating device using a harmonic ace device to free it from the tissue. Procedure completed using the harmonic ace device. No patient consequences

Manufacturer narrative:
(B)(4). Additional information: the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.